Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endomyometritis') in an adult female patient who had essure (batch no. D19663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopausal menorrhagia. Concurrent conditions included morbid obesity (bmi greater than 50). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, abdominal pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered abdominal pain, endometritis, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: insertion details: two coils were appreciated at each of the ostia. Batch no d19663 production date 2014-10-18 expiration date 2017-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endomyometritis') in an adult female patient who had essure (batch no. D19663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopausal menorrhagia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the endometritis, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, endometritis, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: two coils were appreciated at the ostia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.